Manufacturer narrative:
The device was sent to the manufacturer for review the (B)(6) 2016. It's a breakage incident, the device isn't complete (only the head of the screw).

Event description:
Screw head of glenosphere arrow broken from thread shaft.

Manufacturer narrative:
The device was sent to the manufacturer for review the 02/01/2016. It's a breakage incident, the device isn't complete (only the head of the screw). Conclusion : the production file is confom, the break seems to be result of excessive tightening. The broken screw was left in place, it partially secures the required shear glenosphere. The surgeon did not consider it necessary to remove the glenosphère to replace the broken screw holding the resilience. The original design of this prosthesis (implant industry), the securing screw did not exist and was added safety, especially because all the products offered on the market have such a screw. It is the first case in 8000 glenosphere implanted worldwide. A re-training plan has been established by the product manager.

Event description:
Screw head of glenosphere arrow broken from thread shaft.